Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was repaired in house, and the customer repalced the data acquisition (da) board to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a pressure sensor autozero failure alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the device displayed an alarm for a pressure sensor failure. It was reported that the device was not "automatically zeroing," and impacted its operation. Investigation ongoing / resolution pending.